Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:42:43. During night drain cycle eight, the patient's ultrafiltration reading was 1635ml, indicating the home patient (hp) drained 1235ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had set the tidal total ultrafiltration removal too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the product family labeling will be performed. Should additional relevant information become available a supplemental report will be submitted.